Event description:
It was reported that a patient reused single-use supplies during the last fill of peritoneal dialysis therapy. The patient was connected to the device at the time of the reuse. The use error was further specified as the caregiver replaced empty solution bags during therapy without replacing the cassette. The technical services representative assisted with ending therapy and proper procedures were reviewed with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and replaced a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.